Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the insulin gauge was inaccurate after customer filled their cartridge with insulin that was not room temperature. Customer was instructed by tandem technical support to use room temperature insulin when filling cartridge per the user guide. Customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.